Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the use against labeling was use related since the physician accessed the wrong vessel and advanced both peel away sheaths into the groin. Per cp IFU, "obtain access to the femoral artery".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician accidentally inserted the introducer into the patient's vein instead of the patient's artery. The artery was accessed upon realizing the mistake. No patient harm was reported.